Event description:
It was reported that the implants broke during surgery. Levels treated were l5-s1 for disc herniation with foraminal stenosis. When attempting to implant the ardis interbodies on the right side of the disc space, the implants broke upon impact. A third ardis implant of the same size was used on the right side to complete the procedure. There was no significant delay to the case or impact to the pt.

Manufacturer narrative:
Product is expected to be returned but has not yet been received.